Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated device failed self test using these internal paddles. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed and attributed to the internal handles. The internal handles were scrapped to resolve the report. Analysis of reports of this type has not identified an increase in trend.